Manufacturer narrative:
Medwatch field d4 lot no and d4 expiration date were updated. The calibration was within specifications. There was an out-of-range (high) result in the qc on 26-nov-2024. The analyzer alarm trace contained around 200 sample quality-related messages. Several of the maintenance items appeared to be overdue. The investigation determined the event was consistent with sample quality and overdue analyzer maintenance issues. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys estradiol iii result from the cobas e 801 module. The initial result was <5.0 nmol/l with a data flag. On (B)(6) 2024 , the repeat results were 11.9 nmol/l and 9.78 nmol/l.